Event description:
The rep reported that they reviewed the patient a month later. From what they could ascertain this burning was not a new phenomenon. The patient's physician was aware. Impedance testing was normal. The patient was using a cycling program set up at an earlier review. The physician may move the ins to another location at the patient's request. No firm decision or date has been set to do this.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) that the stimulator pocket was getting hot. Over the last six months the patient has been getting a burning sensation at the site of the implantable neurostimulator (ins), which can track down her leg. The implanting doctor was informed when first occurred. Coverage of pain area by stimulation was still good and does continue to get pain relief from therapy. The burning was intermittent and does not correlate to any particular activity or recharging. It can last an hour or a day. This only occurs when the device was in use. Stopping the device and massaging the ins pocket appears to reduce the sensation. This event was identified by the patient, the cause was unknown. The rep has only had phone contact with the patient, no diagnosis performed. No interventions taken at this point. No surgical intervention occurred and was unknown if planned. The issue was not resolved at the time of this report. The patient was alive with no injury. Additional information has been requested to find out if any troubleshooting or intervention will occur and the outcome of this event. If additional information is received, a follow up report will be sent.